Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a&e were crashing frequently when nurses were trying to log on or add their biometrics. The delays are minutes at a time which is causing delays to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the station, reviewed the station log files via file transfer, and found no errors related to the biometric identifier or network on the screen. The tss then attempted to access the all-in-one (aio) server and identified that an implementation specialist was actively using the server; upon confirmation, the tss advised that the issue had already been resolved. The root cause was identified as a missing network access control list (acl) configuration that did not include internet protocol (ip) addresses for the new domain controllers, and the issue was fixed. The system functioned as intended after the technical support specialist assessed the device.